Event description:
The customer reported that during a procedure the device fractured at the weld and fell into the operative field. There was no reported medical intervention, significant surgical delay or adverse consequences. The operative field was changed and the procedure was completed successfully.

Manufacturer narrative:
Corrected data: the product was not available.

Event description:
The customer reported that during a procedure the device fractured at the weld and fell into the operative field. There was no reported medical intervention, significant surgical delay or adverse consequences. The operative field was changed and the procedure was completed successfully.